Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was found that the drill shaft and the 3.8mm diameter drill bit were difficult to assemble stably. During the drilling on the screw hole, it was occurred that dropping off the drill bit from the drill shaft for 3 times. Dropped drill bit was removed immediately in this time. However there was possibility that the same incident will be occurred in future, hence the surgeon request to investigate for the root cause, identification of the reason of this fail and present the preventive action as soon as possible.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination and functional testing by a depuy product development engineer confirms the reported event that the drill bits would not remain engaged in the coupler. Although a surgical environment was not possible, both drill bits assembled, locked, and disassembled form the coupler, however when bits are pulled on/twisted they disassemble from the coupler when in the locked position. The overall condition of the coupler suggests moderate/heavy usage as the flats on the hudson end are worn/rounded. A complaint database search on the provided product codes found similar reports. When the events were confirmed, product wear out was the root cause found. Based on the overall condition of the device, the root cause is attributed product wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.